Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was having an af ablation performed when the physician dislodged the atrial lead. The lead was unable to be reattached to the atrium due to difficulties with retracting and extending the helix. We replaced the lead with a new atrial lead. Patient had no complications. The lead was retained by the hospital.